Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's left knee was revised. A size 5 tibial component, 5x11 cs insert, and size 5 cr femoral component were revised to a size 4 ps femoral component, 4x16 ps insert, size 4 universal baseplate, and 12x50 stem. Reporting rep was not present for the procedure.